Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited high out of range shock impedance measurements on this right ventricular (rv) lead. Boston scientific technical services (ts) was consulted and calcification deposits were discussed with the health care professional (hcp). Further testing was recommended. Additionally, it was discussed that a device changeout procedure is coming up since the device has less than 3 months of battery life. Ts recommended a lead revision during the procedure due to the reported allegations. No adverse patient effects were reported. At this time, this lead remains in service.